Manufacturer narrative:
(B)(4). Alcl diagnosis date: (B)(6) 2022. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Lymphoma-alcl: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: yellow particles on the surface of the shell. Deformation observed. No further actions are required as the device was implanted. The events of lymphoma-alcl, seroma-late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "recall for textured", seroma-late, capsular contracture baker grade unknown, and "diagnosed with alcl."

Event description:
Healthcare professional reported a left side "recall for textured", seroma, capsular contracture baker grade unknown, and "diagnosed with alcl." Pathology report was received noting "alk-negative" and "lymphoid cells express cd4, cd43, cd30, ema, and tia and lack reactivity with alk1, cd20, granzyme, ae1/3, and other t cell markers (cd2, cd3, cd5, cd7, and cd8)." Histopathological markers cd30+ and alk- have been received. Device has been explanted and replaced.